Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Upon ICD interrogation during the follow-up performed on (B)(6) 2013, it was noticed that there was no data stored in device memories. An explanation is requested.